Event description:
On (B)(6) 2021, neotract was made aware of a patient that underwent a prostatic urethral lift (pul) procedure on (B)(6) 2020, followed by an additional pul treatment on (B)(6) 2021. No patient injury or harm was reported. Subsequently, because patient¿s symptoms had not satisfactorily improved, patient then underwent a transurethral resection of the prostate (turp) on (B)(6) 2021. A pre-turp procedure cystoscopy revealed a needle fragment in the apical prostate tissue, which was removed with graspers. The turp procedure was completed and the patient was reported to be doing well afterwards.